Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/right side pain/ tearing pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. Cs0002u-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *emb was performed (B)(6) 2017 indicating, late proliferative endometrium. Concurrent conditions included overweight and adenomyosis. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/tearing pain"), back pain ("back pain on the right side"), fatigue ("fatigue"), abdominal distension ("bloating") and adnexa uteri pain ("pain: near ovaries"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, abdominal pain, back pain, fatigue, abdominal distension and vaginal haemorrhage had resolved and the menorrhagia, migraine, headache, dysmenorrhoea and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff is left with permanent scars after the surgery. Current weight as of (B)(6) 201: 237 lbs. Approximate weight at the time of essure placement 170 lbs discrepancy noted as per essure removal details: if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion.. Pathology test - on (B)(6) 2017: final diagnosis cervix, uterus, and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: -cervix unremarkable -weakly proliferative endometrium -myometrium with multiple benign leiomyomata. -bilateral fallopian tubes with no significant histopathologic abnormalities.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: weight increased, menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 5-mar-2019: update of information (batch is invalid). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/right side pain/ tearing pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. Cs0002u) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *emb was performed (B)(6) 2017 indicating, late proliferative endometrium. Concurrent conditions included overweight and adenomyosis. Concomitant products included ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/tearing pain"), back pain ("back pain on the right side"), fatigue ("fatigue"), abdominal distension ("bloating") and adnexa uteri pain ("pain: near ovaries"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, abdominal pain, back pain, fatigue, abdominal distension and vaginal haemorrhage had resolved and the menorrhagia, migraine, headache, dysmenorrhoea and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff is left with permanent scars after the surgery. Current weight as of (B)(6) 2019: 237 lbs. Approximate weight at the time of essure placement 170 lbs. Discrepancy noted as per essure removal details: if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion.. Pathology test - on (B)(6) 2017: final diagnosis cervix, uterus, and bilateral fallopian tubes; total hysterectomy and bilateral salpingectomy: -cervix unremarkable -weakly proliferative endometrium -myometrium with multiple benign leiomyomata. -bilateral fallopian tubes with no significant histopathologic abnormalities.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: weight increased, menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Events added: abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping), pain: near ovaries. Event outcome was updated for the event: abnormal bleeding (vaginal). Lot no. Was added. Lab data was added. Concomitant drug was added. Reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), abdominal pain ("abdominal pain"), back pain ("back pain on the right side"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, abdominal pain, back pain, fatigue and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, back pain, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff is left with permanent scars after the surgery.. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: showed full occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.